Event description:
The complainant reported that patient developed a hematoma and impella cp access site was still oozing around the sheath. Forward tension sutured deployed, redressed by maintaining angle of insertion site, and manual pressure was applied for 30 minutes. Bleeding stopped and hematoma was managed. Two days post implant, the patient was successfully weaned off the impella cp. The device was explanted and the patient is noted to be doing well.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to lack of vessel recoil as the bleeding occurred after switching to the gwru.